Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the tip of the hydratome rx sphincterotome appeared to get stuck in the elevator, during the initial pass down the scope channel and was damaged. The physician completed with another of the same device with no patient complications, and the patient is fine.

Manufacturer narrative:
Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the evaluation results. A device history record review of the lot was performed and revealed scraps from this lot size against various scrap codes, including scrap for bad tip. The scrap was not an abnormal amount of scrap for the product type and lot size. During manufacturing, the tome devices are 100% inspected for tip integrity and scrapped if any deformation/ damage is detected. A hydratome rx 44-20mm/450cm device loaded with hydrajag guidewire was received for investigation, residue was present on the device to indicate use. Half the length of the jagwire was loaded in the tome device and the remaining was in the hoop. A syringe was attached to the injection port of the device. Customer complaint stated that the tip of the tome was damaged, from a visual evaluation, it was found that the working length was twisted and the tip was cracked/split. The tip was cracked/ split likely due to contact with some part of the scope (elevator), while being advanced through the scope. The most probable root cause is caused by other device. The twisted working length is likely due to the procedural factors encountered during the use of the device and root cause is "operational context" since the device is 100% inspected during manufacturing for twisted lumens.